Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 jaws were not working. The cutter did not work right from the start. They stated that the jaws would not activate during the branch ligation phase of the procedure. The jaws and heater wire was intact. They tried to troubleshoot by replacing both the cables to the power supply and then the power supply itself. Both maneuvers did not solve the jaws not activating and this prompted her to switch to another kit to complete the procedure. There was minimal delay. No harm to the patient.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d10. The device was returned to the factory for evaluation on 06/19/2025. An investigation was conducted on 6/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. A manufacturing engineer evaluation conducted. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. Examining, under magnification, the hole in the shaft tip where the shaft pin was removed, it was observed that there were strands of exposed metal wire inside the shaft tip. The jaws were removed from the shaft tip to further examine the puncture to the wire. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. The guide pins, which caused the damage to the wire insulation, are inserted through the aligned openings per work instruction. The shop floor paperwork for the hemopro 2 tool subassembly batches 3000444393 and 3000444139 was reviewed to determine what equipment was used in the flex shaft assembly station. Subsequently, an oot query was performed for the date range from 01-jul-2023 to 01-jul-2025. An analysis was performed, which confirmed that no equipment used in the flex shaft assembly process was out of tolerance. Based on the manufacturing engineering evaluation, the reported failure " electrical /electronic property problem¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a